Event description:
During a stenting procedure to the left common iliac artery, the balloon ruptured at eight atmospheres. A balloon used previously in the same procedure was used to satisfactorily dilate the stent. There was mild calcification and vessel tortuosity of the target vessel. There were no reported adverse consequences to the patient. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. As per the reporting affiliate, no additional patient or procedural information is available.